Manufacturer narrative:
H3. Eval summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. Additionally, the indicator wheel did not show any orange when remaining 9 clips fed into the jaws indicating possible double feed. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition.

Event description:
It was reported during a laparoscopic colectomy procedure, the jaws on the instrument closed, but no staples formed. The staples had jammed up in the jaw. Another device was used to complete the procedure. There was no pt consequence.